Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that following an ablation procedure with an intellanav mifi open-irrigated catheter and an intellamap orion catheter, the patient complained of a headache, right arm numbness and blurry vision. A computerized tomography (CT) scan and magnetic resonance imaging (MRI) were performed and showed findings of small embolic strokes. No corrective actions were taken and the patient's symptoms resolved the same day. The patient was discharged as normal with no neurology follow up necessary. The devices are not expected to be returned.